Manufacturer narrative:
Of the 10 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 10</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a communication issue. These reports were received from various sources. The patients associated with this allegation ranged from 12-71 years of age and between 27 and 170 pounds. Of the reported patients, 1 was male and 9 were female.